Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Primary operative notes states the components were implanted with proper positioning and found to be stable. The intraoperative range of motion was found to be normal and the leg length found to be as desired by the surgeon. No complications noted throughout the procedure. Revision operative notes states the patient had a preoperative diagnosis of painful failed left hip and notes only the femoral component will be revised. Indications for surgery state the patient had fluid drained from his hip on multiple occasions, which was brown in color and in large volumes. No complications noted but full operative notes were not provided and are incomplete as reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products ¿ m/l taper femoral stem p/n 65771101520; unknown trabecular metal cluster zimmer cup; unknown zimmer neutral longevity liner; unknown zimmer head. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04492.

Event description:
It was reported patient received a left revision procedure six years post-implantation due to a failed hip arthroplasty. Patient had fluid drained from hip on multiple occasions which was brown in color and in large volumes. Attempts to obtain additional information have been made; however, no more is available at this time.